Event description:
Caller reported alarm 2 followed by alarm 26, indicating a possible occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as the bg did not exceed 500 mg/dl, nor did the cgm read "high." Technical support instructed the caller to perform several actions, including disconnecting the tubing, adjusting the trusteel infusion set, and delivering a bolus to ensure insulin flow. These steps resolved the issue, with the customer changing supplies as necessary and resuming insulin therapy. No further recurrence of the occlusion alarm was noted, and the caller was educated on infusion set usage duration.